Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead shows impedance out of range greater than 3000 ohms and non-capture on presenting. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).